Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that excessive battery discharge was noted on the pacemaker. The pacemaker could not be interrogated. Bradycardia was noted during telemetry monitoring. Application of a magnet resulted in no response or initiation of pacing. The pacemaker was explanted and replaced. The patient was stable.

Event description:
New information notes the elective replacement indicator was reached prior to explant.